Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise on the right ventricular and right atrial channels, which was believed to be caused by electromagnetic interference from a surgical procedure. The noise was oversensed. Technical services noted all lead measurements were within normal ranges and the presenting electrogram shows the device is operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.